Event description:
Cement was damaged upon receipt at facility. Update 05/25/2018: hospital staff indicated that 6 of the 10 doses in 1 10-pack were damaged and disposed of. A slight odor was noticed but no visible liquid damage was reported. There were 2 10-packs in the shipping container, the second 10-pack had no visible damage or odor.

Manufacturer narrative:
An event regarding pack damage involving simplex cement mix was reported. The event was confirmed through photographs received. Conclusion: the damage visible in the returned photographs is consistent with excessive inappropriate handling. Based on the event description the stores department noticed a smell coming from the shipper/ten pack. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the batch manufacturing records indicates ten packs were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Cement was damaged upon receipt at facility. Update (B)(6) 2018: hospital staff indicated that 6 of the 10 doses in 1 10-pack were damaged and disposed of. A slight odor was noticed but no visible liquid damage was reported. There were 2 10-packs in the shipping container, the second 10-pack had no visible damage or odor.